Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose was 350 mg/dl at the time of incident. The customer stated that she had blood glucose of 48 mg/dl. The customer stated that she took 30 carbohydrates with 243 mg/dl blood glucose. The customer stated that she treated her blood glucose with manual injections. The customer stated that there was an air bubble by the reservoir and tubing connector. The customer stated that the insulin did not exit. The customer stated that the battery cap was sticking up but was not normal. The insulin pump will not be returned for analysis.